Manufacturer narrative:
The customer declined philips service and the device will be send back to the customer.

Event description:
The customer contacted philips healthcare to report that the device failure to power up. It is unknown if there was patient involvement.